Manufacturer narrative:
Device was received with a blank display due to signs of previous moisture presence and corrosion on electrical board, in the internal battery connectors. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not turn on even after using new batteries. It was reported that customer received a low battery alert prior to replace battery alert and battery was not replaced after the low battery alert. New battery did not resolved issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.